Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that they lost use of the remote user interface on the 9900 system during a case. No pt injury was reported.